Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the universal battery charger (ubc) not turning on and damage to the bill box were confirmed. The ubc (serial number: (B)(6)) was returned for analysis to the service depot. The reported event was able to be verified and it was found that the white wire was disconnected from the electromagnetic interface filter (emi). The cable was replaced resolving the issue. The ubc was functionally tested and was found to operate as intended. The replaced line filter was forwarded to product performance engineering (ppe) for evaluation. Upon further testing with ppe, the returned line filter was inserted into a test ubc and was found to have functioned as intended. Additional information provided on (B)(6) 2021 stated that the patient checked equipment during a flight and would not turn on. The root causes of the reported events could not be conclusively determined through this investigation. The device history records were reviewed for the universal battery charger (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. Heartmate ubc instructions for use (IFU), rev. B, section 2.0 ¿setting up the universal battery charger prior to use¿, heartmate iii patient handbook, rev. C, section 3 ¿powering the system¿, and heartmate iii instructions for use (IFU), rev. C, section 3 ¿powering the system¿ explain the operation of the universal battery charger (ubc) and how to set up the ubc for use. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a broken battery charger that was unable to turn on after a flight. The patient also reported a bill box was smashed in their luggage. A loaner charger was issued.